Event description:
It was reported to boston scientific corporation in 2005 that an endovive low profile balloon replacements device was used during a procedure performed eleven days prior (patient age, gender, and weight unknown). According to the complaint, the connecting tubing came off the connector approximately 10 days post-placement. The procedure was completed with another endovive low profile balloon replacements device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the locking connector was detached/removed from the shaft. No leak or other problem was found with the balloon or balloon fill valve. Further examination found the silicone that helped to hold the locking connector in place was torn. The detachment of the locking connector is likely attributable to damage caused by attempting to remove the feeding set from the button while still in the "locked" position (misuse). A search of the complaint database revealed no additional complaints reported for this lot.